Manufacturer narrative:
Image review: two transthoracic echocardiograms (tte) dated 2023-sep-23 and 2023-oct-26 and one transesophageal echocardiogram (tee) dated 2023-sep-26 were provided. Suboptimal tte image quality noted. Trace central aortic insufficiency identified. The prosthetic leaflets appeared calcified on the tee. The mitral valve appeared stenotic with a calcified anterior mitral valve leaflet and limited excursion noted. Mild mitral regurgitation identified. Mild-moderate tricuspid regurgitation with a wire in right heart was noted. A possible thrombus was identified in the left atrial appendage. A possible large pleural effusion was noted. The ejection fraction was estimated at 55% - 60%. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 9 years and 11 months following the valve implant procedure, the patient was hospitalized with sepsis secondary to acute cystitis, rapid atrial fibrillation, acute kidney injury, and acute congestive heart failure (chf) in the setting of rapid atrial fibrillation and status post 1 liter of intravenous (IV) fluids. At this time the mitral valve endocarditis was identified. The physician reported that the endocarditis, acute cystitis, atrial fibrillation, acute kidney injury, acute congestive heart failure were not related to the medtronic products. The causes were not provided. The patient did not have a history of endocarditis prior to this event. The patient was discharged 10 days after this admission. The endocarditis was still resolving. The patient was re-hospitalized approximately 19 days later. As reported, the transcatheter aortic valve possibly contributed to the shortness of breath but not to the hypotension. The transcatheter valve degeneration was possibly related to the acute heart failure. The patient was still on antibiotics at the time of discharged and study exit. At that time the patient was reported as ¿on change but stable¿. No further intervention was planned or scheduled. The patient¿s death occurred approximately 10 years, 2 months and 9 days following the valve implant due to covid. As reported, the valve degeneration had not caused or contributed to the death.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient had presented to the emergency department with shortness of breath. The patient could not breath when going to bed. Emergency medical services (ems) utilized a non-rebreather (nrb) mask and then utilized continuous positive airway pressure (CPAP). Hypotension was observed. Intravenous diuretic and bronchodilators were administered. The patient did not tolerate the airway cannula and was placed back on bilevel positive airway pressure (bipap). The patient was admitted with acute respiratory failure with hypoxia due to acute on chronic diastolic congestive heart failure.

Manufacturer narrative:
Additional information was requested, should additional information be received pertaining the the reportable event, a supplemental medwatch will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 10 years following the implant of this transcatheter bioprosthetic valve, a ¿discharge¿ echocardiogram was performed and revealed a prosthetic valve degeneration including leaflet thickening and calcification with reduced leaflet mobility, and mild central regurgitation with higher gradients compared to prior studies. However, the higher gradients were reported as likely related to different views rather than worsened valve function. A mean gradient of 21 millimeters of mercury (mm hg) was reported. Shortness of breath and hypotension occurred and medication was administered. As reported, no treatment was reported for the echocardiogram findings at that time. No additional adverse patient effects were reported.

Event description:
Additional information indicated that approximately 9 years and 11 months following the valve implant, a transesophageal echocardiogram (tee) noted suspicion of endocarditis of the mitral valve adherent to the annulus. Antibiotics were continued for 6-8 weeks. At that time, the aortic prosthetic valve ¿looked okay¿. Hospitalizations occurred at 9 years and 11 months and at 10 years following the valve implant. The mean valve gradient of 21 millimeters of mercury (mm hg) was measured with an echocardiogram at the time the patient exited from the study at 10 years.

Manufacturer narrative:
Updated data: b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.